Event description:
On (B)(6) 2025 the caregiver reported that on (B)(6) 2025 the user experienced low blood glucose (bg) of 43 mg/dl during the night following a factory reset earlier in the month. The user¿s bg subsequently normalized without medical intervention. No hospitalization or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.